Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch (B)(4) in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch (B)(4) were previously tested in complaint (B)(4) on may 15, /2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing. The lot 6009201 was manufactured according to the wi version 98 and packaging in the multivac 14, on september 10, 2024, with a total of (B)(4) units. Welding lot 4j01501 was manufactured according to the wi version 34, welding on machines ls06 & ls07, on september 09, 2024, with a total of (B)(4) units. Lot 4j01502 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on september 10, 2024, with a total of (B)(4) units. Lot 4j01500 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on september 11, 2024, with a total of (B)(4) units. Gluing of connector. Lot 4j01495 was manufactured according to the wi version 37, gluing of connector in the line 3, on september 9, 2024, with a total of (B)(4) units. Lot 4j01498 was manufactured according to the wi version 37, gluing of connector in the line 3, on september 10, 2024, with a total of (B)(4) units. Lot 4j02355 was manufactured according to the wi version 37, gluing of connector in the line 3, on september 11, 2024, with a total of (B)(4) units. Lot 4h05604 was manufactured according to the wi version 37, gluing of connector in the line 3, on september 7,2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009201, and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.